Manufacturer narrative:
Additional contact: (B)(6).

Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump continues to alarm after troubleshooting. Per reporter the residual volume was 32ml. Patient not affected. Per reporter no additional information is available at this time.